Event description:
It was reported that prior to tunneling all contacts were within normal impedance ranges. It was noted that after tunneling three contacts showed greater than 10,000 ohms. It was reported placing the lead in the multi-lead trialing cable (mltc) did not resolve the issue. It was noted switching the lead tails in the mltc resulted in contact eleven being out of range. It was reported the lead was replaced. It was noted the lead replacement showed greater than 40,000 ohms on contacts five and eight. It was reported the second lead was replaced. It was noted the third lead showed greater than 10,000 ohms on contacts four through seven. It was reported the patient was closed up to let things settle and check the next day. It was suggested the impedance issues could be due to fluid. It was reported the impedances were all within normal range post-op. It was noted the patient was receiving good stimulation.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), product type lead; product ID 3555-31, serial # unknown, product type screening device. (B)(4).